Manufacturer narrative:
Product complaint #: (B)(4). Batch #: t5f07h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? There was no revision (repeated) surgical intervention. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Regarding the information provided: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Could you please provide more details to "this cassette cut, but did not flash the fabric."? Did the device cut but did not staple? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when sewing a cassette (cycle 3 + 1 did not work 2 and 3 cycles) the first 1/3 parts of the cassette staple seam formed a cut line satisfactory, when sewing 2/3 of the cassette, the device blocked when trying to continue sewing 2/3 of the cassette, the device did not flash, brackets - the incision line is not formed, the device cut, but did not flush the device blocked, the device was replaced and in addition a staple suture was placed on both sides of the incision site. The patient was discharged home without complications.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2020. Investigation summary the analysis found that one long60a device (a) was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any 'bunching' of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line." The event described could not be confirmed, as the device performed without any difficulties noted and no cartridge was returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.